Manufacturer narrative:
The event occurred at (B)(6). (B)(4). Approximate age of device - the serial number was not provided. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the manufacturer's technical services representative reviewed the log file and indicated that there could be the potential that something was moving through the pump to cause the reduction in speed below the low speed limit or there could be an issue with the percutaneous lead (driveline). The patient was asymptomatic.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported event cannot be conclusively determined. The log file contained approximately 1 day of data, and captured two separate low speed operations. In addition, some elevations in pump power/estimated flow, as well as numerous pulsatality (pi) events, were noted throughout the log file. The power/estimated flow elevations were not sustained as the pump parameters returned to the baseline range. A specific cause for the change in pump parameters cannot be conclusively determined. It was reported that the patient recently underwent a pump exchange and had incurred a low speed operation while in still the hospital. The patient¿s lactic acid dehydrogenase was not elevated and the center believed the low speed operations may be related to dehydration. The patient remains ongoing on vad support and no further events have been reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.